Event description:
It was reported that during a lap hysterectomy, each device was not activated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. No issues were noted while activating the cut and coagulating buttons. No conclusion could be drawn as to what may have caused the reported incident.